Manufacturer narrative:
Investigation was completed based on the provided photograph of the explanted devices. The screws were identified to be 204 mm cortex screws self-tapping, with t8 stardrive recess. The concomitant plate (02.112.083) and screws are components of the modular clavicle plate system. The system is indicated for the fixation of fracture, malunions, nonunions and osteotomites of the clavicle. Based on the photograph no identifiable defects or deficiencies were able to be identified with the screws or the plate. As no x-rays were available, the complaint could not be confirmed. Whether the complaint condition is able to be replicated is not applicable for a postoperative migration complaint. Drawing, dimensional and material reviews were not applicable as the devices were not returned. Device history records review could not be completed with the part and lot numbers. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not available for reporting. Date of event: it is unknown when screws backed out. This report is for an six (6) unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. 510k is unavailable original implant date unknown date (B)(6) 2017. Device is not expected to return for investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that a patient had 6 screws backing out of a 3.5 mm superior clavicle locking compress plate (lcp). Patient had a collar bone surgery in (B)(6) 2017 due to a motor cycle accident, where a lcp superior (clavicle) plate and eight screws were implanted. Patient went back to the doctor sometime in (B)(6) 2018 for screws backing out, he was able to see and feel the screws. X-rays were taken (not available) and showed that six screws were backing out of the plate. On (B)(6) 2018 patient had a hardware removal surgery. All eight screws and plate were removed. No new hardware was implanted. Patient's out come fine and he is unaware if there was any delay in surgery. Concomitant medical products: 3.5 mm (lcp) superior clavicle plate (part # 02.112.083, lot # h370421, quantity 1); screws (part # unknown, lot # unknown, quantity 2). This is report 1 of 1 for (B)(4). This report is for six (6) unknown screws.